Manufacturer narrative:
UDI #: (B)(4). Date of event: unknown, not provided. Implant and explant dates: if explanted, give date: na (not applicable). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was cracked/torn. There was no patient injury reported. No further information is available.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that there were particles and fibers on the lens, but no lens torn was observed; therefore, the reported complaint is unconfirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and handling of the device prior to use. The manufacturing record review was performed. The product was manufactured and released according to specification. All pertinent information available to abbott medical optics has been submitted.